Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a valid loss of prime event. There were multiple loss of prime warnings observed per normal operation due to either not performed a load/step malfunction after a pump reboot event or following an unacknowledged replace cartridge alarm. The pump powered on with the returned battery cap. The pump was exercised for 24 hours with no alarms occurring. The force calibration passed within specification. The pump case was removed and the force sensor pins were seated and the solder connection was found to be intact. There was no evidence of moisture or loose components inside the pump. A ¿loss of prime¿ was not duplicated during investigation. (B)(4).